Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient's family had to call the doctor on saturday, as patient was totally disorientated. In the past this condition was always due to a urine infection. It used to be because they were using an internal foley catheter, but on this occasion when it happened, had only used the purewick for the previous 6 days, and a new catheter every night. When the doctor saw the equipment, it was stopped using, to be fair as wasn't previously aware of your product but had no doubt that the purewick was to blame. Uti identified via doctor.

Event description:
It was reported that the patient's family had to call the doctor on (B)(6), as patient was totally disorientated. In the past this condition was always due to a urine infection. It used to be because they were using an internal foley catheter, but on this occasion when it happened, had only used the purewick for the previous 6 days, and a new catheter every night. When the doctor saw the equipment, it was stopped using, to be fair as wasn't previously aware of your product but had no doubt that the purewick was to blame. Uti identified via doctor. It was unknown what medical intervention was provided.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned was returned for evaluation. It was unknown whether the product had caused the reported failure. A potential root cause for this failure mode could be allergic reaction in patient. Unable to review the labelling due to unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. The DHR review could not be performed without a lot number. Therefore, no additional action is required at this time. Corrections: b, d. The reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.